Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b5, b6, g2, h.4, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report right side rupture. The device remains implanted.